Event description:
During a thymectomy procedure, the jaws were difficult to open. The surgeon used cauterization to remove the instrument. No pt injury was reported.

Manufacturer narrative:
8/21/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.